Manufacturer narrative:
This report is submitted on september 07, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed an infection at abutment site. Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics for the infection; however, treatment was unsuccessful, resulting in the decision to discontinue use of the device. The implanted device remains; however, the abutment was removed. This report is submitted january 18, 2017.